Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling. There is no pt involvement. The covidien customer support engineer (cse) inspected the device and performed the ventilator calibration. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).